Manufacturer narrative:
In the visual inspection along of the strand, it was noted some barbs were damaged and the end of the suture was cut likely by use of needle holder and there was body fluids along of the suture. According to sample condition suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open myomectomy procedure on (B)(6) 2017 and the barbed suture was used. The barbed suture broke at the second to the third stitch during suturing a myometrium. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.